Event description:
The customer states that they observed the architect c8000 analyzer sampling from an empty/nearly empty total bilirubin reagent cartridge. One patient sample tested during this time generated a result of 3 mg/dl that was reported from the lab. The sample retested at 13 mg/dl and a corrected report was issued. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant medical device: cc bilirubin calibrator: ln: 1e66-04, lot#: 73372m100.